Manufacturer narrative:
(B)(4). The customer advised that they do not plan on sending their device into physio-control for an evaluation. The device has been removed from service. The cause of the reported issue could not be determined.

Event description:
The customer reported that the service indicator on their device had been illuminated and the device had logged a potentially critical event code which can affect the defibrillation energy delivery functionality. There was no report of any patient use associated.